Event description:
The customer observed that the sample camera of the ortho provue analyzer misread one sample barcode. A misread barcode could lead to sample misidentification, causing erroneous test results to be reported. There was no report of harm as a result of this event.

Manufacturer narrative:
Investigation into this event revealed that the incident was isolated, and that the event could not be recreated. The barcode could be read repeatedly with the handheld scanner, and upon retesting on the analyzer, the code was read properly. The customer indicated that the label was not creased or torn, and there were no extraneous markings. The root cause of the event was not determined.